Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to problem isolated on the motherboard. Unable to verify motor error alarm due to blank display.

Event description:
Information received by medtronic indicated reported that the insulin pump had motor error alarm during pump therapy or basal. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that the drive support cap appears normal. Customer performed displacement test and test result was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.